Event description:
During the procedure, when the doctor tried to reposition coil, he realized that it was unsheathed, although it was correctly packaged. They replaced it with another one. The procedure was completed and the patient was not injured at all. Additional information received from the affiliate indicated that as the coil was moved to reposition inside the aneurysm, it was noticed that the coil was unsheathed. It was unknown how the coil became unsheathed during repositioning. The entire coil was safely withdrawn still fully attached to the device positioning unit. No additional intervention was performed. The coil did not prematurely detach during withdrawal. There was no loss of target position in the intra-cranial vasculature. The type of microcatheter used was echelon 10 and the target site was middle cerebral artery. The vessel characteristic was tortuous. There was an adequate continuous flush maintained through the microcatheter. There was no additional medication prescribed and the coil was not used like a guidewire to reposition the microcatheter. Final analysis found coil stretched, buckled and compressed.

Manufacturer narrative:
It was reported that when moving the 3 mm x 8 cm ultipaq platinum microcoil a little to reposition it correctly in the aneurysm, at that moment it was noted that the coil was unsheathed. With attempt to clarify it was reported that the entire coil was not in the aneurysm; it was being placed. It was further verified that the coil did not detach. The entire coil was withdrawn from the patient with the coil still attached to the device positioning unit (dpu) without any additional intervention required to retrieve the coil. There was no loss of target site position. The returned coil was stretched. The proximal section of the returned coil has stretching, buckling, and compression damage. The hypotube has a severe kink. No mechanical sheath damage resulting in an opened skive was found. The coil was returned cleaned, unsheathed, and unprotected inside the return packaging. The evidence strongly suggests that the contributing factor to the coils damage and its protruding outside the sheath was due to distal interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information no conclusion can be made regarding the reported event; however, based on the analysis of the coil which was found stretched it appears that procedural factors may have contributed to the event. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The proximal section of the coil has stretching, buckling, and compression damage. The hypotube has a severe kink. No mechanical sheath damage resulting in an opened skive was found. The coil was returned cleaned, unsheathed, and unprotected inside the return packaging. The evidence strongly suggests that the contributing factor to the coils damage and its protruding outside the sheath was due to distal interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information will be submitted with the evaluation codes within 30 days.